Manufacturer narrative:
The account declined to repair the bed at this time.

Event description:
The account alleged that the motor power off led will not turn off on the bed when the account investigated, fluid was found on the power supply board.